Event description:
New information received indicates that the lead was intended to be implanted in the left bundle branch (lbb) area. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the low voltage lead exhibited loss of capture. The lead helix failed to extend after repositioning. The lead was not used and replaced during the procedure. Patient status was not reported.